Manufacturer narrative:
We received your event description for the above mentioned device. As of today, the device is not available for analysis. The analysis is thus based on the inspection of the quality documents associated with the manufacture of this particular device as well as the data returned for evaluation. The manufacturing process for this device was re-investigated and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly the final acceptance test proved the device functions to be as specified. The returned data were thoroughly inspected. Analysis of the devices memory content revealed an unexpected drop of the battery voltage, which resulted in the displayed eri, as mentioned in the complaint description. The data documented that the current consumption of the device was normal and as expected and the sensing and detecting functionality was not compromised. Should the device become available for analysis, this investigation will be updated.

Event description:
This device was explanted due to it went from approximately 90 percent battery to eri within a couple of days on home monitoring. No adverse patient events were reported. Should additional information become available, this file will be updated.